Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 03sep2019. The manufacturer¿s international service technician confirmed the reported led issue and found oxygen flow test failed. The manufacturer¿s international service technician replaced the power switch overlay and flow sensor assembly. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The gas delivery system assembly was returned and tested and no failures were identified. The power switch overlay was not returned for valuation. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the power led went off by vibration. There was no patient involvement.